Event description:
The patient underwent prophylactic vns generator replacement. It was later reported that the patient had a significant increase in seizures prior to the generator replacement . Attempts for additional information have been made; no additional relevant information has been received to date.